Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported slda could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. Xtw (lot: 40604r1080) was placed anterior/posterior successfully. Due to residual mr, a ntw (lot: 40212r1032) was chosen to be placed second. While maneuvering the ntw to the valve, the first placed xtw was observed to be detached from the anterior leaflet (single leaflet device attachment (slda). The ntw was removed and a xtw (lot: 40625r1041) was placed to stabilize the slda along with xt (lot: 40610r1088). The procedure ended with mr reduced to grade 2. There were no reported patient consequences or clinically significant delay.